Event description:
It was reported that an asymptomatic patient presented in the operating room for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.